Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device cut the branches but did not seal them. All of the branches leaked and there was a significant amount of blood. No issues were observed with the jaw insulation; however, the hospital indicated that the tips were not meeting properly. After removing the vein from the leg, regardless of the size of the branches, there was no seal. The harvesting technique was adjusted and each branch was touched with the cautery multiple times. There were no defects with the vein and repair stitches were not required. The leg was prevented from being opened due to the pt having severe pvd and s/p bilateral fem-pop. The case was completed with the hemopro device. During the harvest, a tech was occluding venous drainage at the ankle with compression. It was reported that the pt wound site was oozing. The procedure was delayed about 30 mins. It was reported that the pt is doing fine and was released from the hospital.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).